Manufacturer narrative:
The footed attachment router subject to this event was returned for evaluation. It was visually confirmed that the router was broken in an area where the router becomes exposed from the attachment. The returned router was measured where possible and all critical specifications were met. Investigation results indicate that the side load and significant force used while rocking the part from side to side may have caused the fracture observed on the returned part. The product label details a warning icon "do not use excessive force". The quality investigation is complete.

Event description:
It was reported that during an evaluation cranial procedure, the tip of the router broke when used in the footed attachment. It was also reported that the router tip was discarded as a result of suction used during the surgery. It was also reported that there was a 2 to 3 minute delay to retrieve a back up device. It was further reported that there were no adverse consequences as a result of this event and the procedure was completed successfully.

Manufacturer narrative:
Awaiting device evaluation. A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during an evaluation cranial procedure, the tip of the router broke when used in the footed attachment. It was also reported that the router tip was discarded as a result of suction used during the surgery. It was also reported that there was a 2 to 3 minute delay to retrieve a back up device. It was further reported that there were no adverse consequences as a result of this event and the procedure was completed successfully.